Manufacturer narrative:
The device was returned for analysis. The device has the guide wire broken by tension overload in the distal end section, 12.5 cm from the distal tip. It has the wire kinked in the distal section returned, 5cm from the distal tip. The distal section was not returned. The overall length could not be measured due to the device condition. All other outer diameter measurements are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07261 it was reported that a rotawire fracture and vessel perforation occurred. The 90% diffused stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery (rca). A 1.50mm rotalink¿ burr and rotawire¿ were used and advanced to treat the target lesion. During the procedure, three ablations were performed in the proximal to mid rca without issue at maximum rotation speed and within 10 seconds of duration. When 4th ablation was attempted in the distal rca, it was noted that the rotawire was detached in the non-bsc guide catheter causing the burr to advance right below from the aorta and perforated the base area of the rca. The wire was detached and remained in the patient. Hemostasis was performed with a perfusion balloon, and surgery was performed immediately to remove the detached wire from the patient. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07261. It was reported that a rotawire fracture and vessel perforation occurred. The 90% diffused stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery (rca). A 1.50mm rotalink burr and rotawire were used and advanced to treat the target lesion. During the procedure, three ablations were performed in the proximal to mid rca without issue at maximum rotation speed and within 10 seconds of duration. When 4th ablation was attempted in the distal rca, it was noted that the rotawire was detached in the non-bsc guide catheter causing the burr to advance right below from the aorta and perforated the base area of the rca. The wire was detached and remained in the patient. Hemostasis was performed with a perfusion balloon, and surgery was performed immediately to remove the detached wire from the patient. No further patient complications were reported.